Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were experiencing pain, which led them to switch the device back to program 5 and lower the stimulation level. They noted feeling better after making this adjustment. The patient mentioned that they changed the program because they were advised that they might need to switch programs if they became accustomed to one. However, when they tried program 6, it was still ineffective, so they reduced the stimulation further. When asked if they were feeling better now, the patient confirmed that they were. They stated that they returned to program 5 and lowered the stimulation from 1.5, as they had been experiencing vibrations throughout the day. Additionally, they mentioned having a severe headache all day yesterday. The patient was redirected to their healthcare provider (hcp) for further evaluation and assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.